Manufacturer narrative:
The pump was received with broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a crack on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump had cosmetic damage and a little piece of plastic was missing. The customer's blood glucose level was 8.9 mmol/l. The customer was informed that the device would be replaced. No further details were provided.